Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The duodenovideoscope was returned to the service center for a positive leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found the adhesive around objective and light guide lens had areas of missing or damaged sealing agent. There was no patient involvement.